Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment she received "m31 air detected in cassette" and "drain complication" alarms during drain 0 of 3. Prior to calling the patient had reportedly checked the lines multiple times but was unable to see anything that was left open. The patient cancelled the treatment and noted a fluid leak from the cassette when removing the cassette from the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event. Per pdrn it was unknown what may have attributed to the leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.